Event description:
It was reported that multiple cartridge change error message occurred with the same cartridge. The customer successfully reloaded the initial cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was 118 mg/dl. Reportedly, when the cartridge was being connected to the pump the connection between the two felt "spongy" and the cartridge did not seem to snap into place initially. The customer successfully loaded a new cartridge and resumed insulin delivery.